Event description:
It was reported that in radiology, the swg effortlessly kinked when the md attempted to pass it through the dilator. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The device was received and the event was determined to be a result of a product malfunction, therefore, it is reportable. Eval: returned were a guide wire and a catheter. No dilator was returned. The guide wire was separated into two pieces. The large piece (a) which contained the j-tip was not unraveled, but was kinked and being along its length. The coils on the large piece. A measured approx 58 cm in length. The coil wire had separated at this location. There was mechanical damage to the separated end of the coil wire on this piece. The core wire in piece (a) measured approx 53.8 cm in length. The small piece (b) from the proximal end of the guide wire considered of unraveled coil wire. No core wire was present. The proximal weld was not attached to either end of the coil wire on piece (b). Based on the measured length of the core wire, it appears that 6.2 cm of core wire is missing along with the proximal weld. The ends of the coil wire on piece (b) looked similar and did not appear to match the separated end of the coil wire on piece (a). The distal weld on piece a was intact. The od of piece (a) was measured and met spec. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review was performed on the guide wire and the dilator with no relevant findings. The original report that the guide wire kinked was confirmed through examination of the returned sample. In addition to being kinked, the returned guide wire was separated into two pieces. Approx 6.2 cm of core wire and the proximal weld were not returned. As a result of the damage to the guide wire, the potential cause of this issue could not be determined based on the sample and info provided.